Event description:
It was reported the device exhibited a system failure. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Aware date for supplemental reported corrected to 1/30/2024, the date of investigation completion.

Manufacturer narrative:
D9: product received date 1/5/2024. H3: one device was returned for repair with complaint of system failure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event log showed history of primary audible error. Visual and functional tests were performed. Pump has primary audible alarm error upon turning on. Pump then went through functional testing. Occlusion testing ran without any error occurring with the pump, diagnostic shows the pump only has the primary audible error which is caused by malfunction interconnected printed circuit board (pcb) and speaker. A new interconnected pcb and speaker was installed into the bottom case of the pump.